Manufacturer narrative:
Block h6: device code 4008 captures the reportable event of the sheath cracked at distal section. Block h10: visual analysis found the device was returned with the basket extended. The sheath was bent in several locations at distal section. Also the tip of the sheath was slightly torn. Functional analysis was performed and found the basket was able to extend and retract without any issues. Based on all available information, it is most likely that procedural or preparation factors encountered during the procedure could have affected the device performance and integrity. Handling and manipulation of the device, user technique to remove the device from its package, and testing can lead to sheath bent. Additionally, the interaction with the scope while the device is advanced through and interaction with additional tools/devices can lead to the sheath tearing at distal section. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the urinary tract during a urolithotripsy procedure performed (B)(6), 2020. According to the complainant, during the procedure, the basket did not open and close smoothly. The device was inspected and found a crack at the distal section of the sheath. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the urinary tract during a urolithotripsy procedure performed (B)(6) 2020. According to the complainant, during the procedure, the basket did not open and close smoothly. The device was inspected and found a crack at the distal section of the sheath. The procedure was completed with this device. There were no patient complications as a result of this event.